Manufacturer narrative:
Block b3: approximated based on the date the manufacturer became aware of the event. Block d2b: pro code (product code): qrb.

Event description:
It was reported that the patients implantable pulse generator (ipg) had to be charged frequently as it was not holding a charge. The patient underwent an ipg replacement procedure and was doing well-postoperatively. The explanted ipg was not returned as it was discarded by the medical facility.